Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show the lot released with no recorded anomaly or deviation. This device is used for treatment. Visual inspection of the device found that it had fractured cleanly into two fragments, both of which were recovered and returned. The fracture runs anterior to posterior on the medial edge of the central post. The device also exhibits signs of extended use with nicks and gouges on all surfaces. The device history records reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The root cause is related to the wear and tear of the device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a knee arthroplasty the tasp fractured while being removed. The patient did not retain any pieces.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.